Event description:
Complainant alleged that the clinicians were attempting to monitor a pt being treated for a syncopy episode, but there was no screen display on the device. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.